Event description:
A blade plate was implanted for a fractured femur in 1999. While pt was walking the pt heard a 'pop' in right thigh. X-ray shows the plate was broken. Plate was removed in 2001 and a nail was implanted.